Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown biomet screw fractured within a biomet implant. Fractured screw piece could not be removed and implant was remove. Tooth location 5.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One screw and one implant were returned with evidence of malfunction that correlates with the complaint description. Visual inspection of the as returned products identified screw fragment stuck in one implant¿s drive feature. Functional testing could not be performed since the screw was fractured and remained inside the associated implant. Pictures or x-ray images were not provided. DHR and complaint history reviews could not be performed since the lot numbers associated to the unknown biomet items were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. October post market trending was reviewed and there were no negative trends or corrective actions for the reported devices and events. Therefore, based on the available information, the reported malfunction did occur with one screw and implant. Additionally, one screw fracture was confirmed. A definitive cause could not be identified.